Event description:
It was reported that during an unknown procedure, the clip was malformed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: anti-backup and hoop spring. The analysis results found that the mcs20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism.